Event description:
Customer stated that their spouse's meter is not displaying the numbers. A review of the system was conducted over the phone. This review indicated that segments were missing from the meter display. The customer was asked to return of the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.